Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Carol is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 56, 63 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2017. Carol stated customer takes his blood test fasting in the mornings and the evenings, he is on a strict diet and he takes lantus to manage his diabetes. The meter (B)(6). Memory concerns:the customer is concerned with the results of 56, 63,55 and 64 mg/dl in the meter's memory.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Carol is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 56, 63 and 55 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2017. Carol stated customer takes his blood test fasting in the mornings and the evenings, he is on a strict diet and he takes lantus to manage his diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the results of 56, 63,55 and 64mg/dl in the meter's memory.